Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, version #: 2.3. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site experienced an alleged inaccuracy of 4mm. There was not delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.